Event description:
It was reported that during follow-up, an intermittent loss of capture was observed on the right ventricular lead when the patient coughed. The lead was capped and replaced. The patient was noted to be in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.